Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one 4.00x12mm resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion located in the mid lad. The device was inspected with no issues noted. The lesion was pre-dilated and resistance was encountered while advancing the device. It was reported that the stent failed to cross the lesion. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is alive with no injury.